Event description:
Complainant alleged that the device displayed "defib fault 72", "defib disabled", and "pacer 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.